Event description:
It was reported that the bd maxzero multi-fuse extension set was leaking. The following information was provided by the initial reporter: verbatim: yes, leaking within 10 minutes of new tubing change to PICC.

Manufacturer narrative:
A4: weight provided 1250gm. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd maxzero multi-fuse extension set was leaking. The following information was provided by the initial reporter: verbatim: yes, leaking within 10 minutes of new tubing change to PICC.

Manufacturer narrative:
H6: investigation summary one sample model mz9270, lot 23059215, was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The extension set was attached to a 10 ml bd syringe filled with water and primed. While priming the set a leak was seen coming out of the air vent on the filter. The customer complaint that the filter was leaking was able to be replicated. A quality notification was sent to the supplier. From the supplier investigation, the sample was tested and the hydrophobicity of the membrane was successfully able to be restored. This suggests that the membrane was compromised by the drug / solutions in use. A device history record review for model mz9270 lot number 23059215 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set.